Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter froze to the wire. When using an nc quantum apex balloon catheter between 18 and 26 atmospheres, the balloon sticks to the non-bsc guidewire. The balloon and guidewire were removed together. There was no impact to the patient and the patient status is stable.